Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that oversensing, far field r wave was being sensed in the a channel and ventricular intrinsic not seen on v channel. Programming changes were made, and the patient will be re-assessed at next follow up in 12 months¿ time. The patient has no adverse events before, during or after as they are asymptomatic. Device remains implanted.